Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported that he had been experiencing low blood glucose levels on the day of the call. Customer reported having blood glucose levels as low as 47 and 50 mg/dl, which were treated with glucose tabs and juice. Blood glucose level at the time of the call was 59 mg/dl. The customer also reported that he was in a state of diabetic ketoacidosis the previous week. Blood glucose level at the time of this incident was over 500 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.